Event description:
It was reported that pump battery did not charge, which led to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer's blood glucose level. Customer tried charging pump with original cable and wall adapter for at least 30 minutes and pump began charging, but due to repeated issue technical support arranged replacement pump and instructed customer to use multiple daily injections as backup therapy.